Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The instructions for use warn that a dissection is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Orbital atherectomy was performed with a diamondback coronary orbital atherectomy device in the right coronary artery. The lesions were severely calcified, and the level of stenosis was 95-98%. A type f dissection was observed following treatment. Pre-planned balloon angioplasty and stent placement were performed to resolve the issue. The patient remained in stable condition, and the physician described the outcome of the procedure as "great." In the opinion of the physician, the dissection was an expected outcome.